Event description:
The pt experienced a cardiac arrest and a manual resuscitator with peep valve (which was used previously on this pt) was obtained for resuscitation. The user was allegedly unable to effectively resuscitate the pt because the peep valve was blocked with scretions. The peep valve was removed and the pt was ressucitated successfully.